Event description:
A proglide device was received in the abbott vascular lab with no reported information. The device was returned with blood on the device. No additional information was provided. Subsequently the account was contacted and additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the suture was pulled out of the device. A second proglide device was used and an unknown device failure occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned. The reported failure to deploy the suture could not be confirmed as the returned device analysis noted the posterior needle tip showed no indication of engagement with the posterior cuff and the posterior cuff was still in the foot pocket. The link had been separated at the swage end of the anterior cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the suture incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.